Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed self-test with these electrode pads attached. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The event electrodes were not returned for evaluation. A retained sample was returned and evaluated. The customer's report was not replicated or confirmed. A thorough evaluation of the sample electrodes was performed and no assembly or performance issues were found. Based on the results, it was concluded there were no discrepancies with this sample electrodes. The customer received a replacement set of electrode pads. No trend is associated with reports of this type.